Event description:
The customer received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their cobas c501. The customer provided data for two patients with discrepant results reported outside the laboratory. Repeat testing was performed on the same c501 analyzer. The first patient had an initial hba1c result of 18.9%. The repeat result was 5.8%. The second patient, a (B)(6) female, had an initial hba1c result of 31.9%. The repeat result was 7.6%. The customer believed the repeat results were correct and issued a corrected report. There were no adverse affects to the patients as a result of this event. The hba1c reagent had a lot number of 64461101 and an expiration date of 7/31/2012. The field service representative determined the cause of the event was the customer not downloading the calibration application. The customer performed the download and recalibrated the a1c. After download and calibration, the customer re-ran the controls with passing results.